Event description:
As reported by the edwards field clinical specialist, following the transfemoral deployment of the 23mm sapien valve in a 50:50 position, 2+ paravalvular leak (pvl) and mild central aortic insufficiency (cai) was noted. Post dilation was performed with 1ml added to the delivery system. However, there was no reduction in the pvl and the cai increased to moderate. The medical team decided to be more aggressive with post dilation in an effort to reduce the pvl, with the understanding that a second sapien valve would be implanted to resolve the cai. Post dilation was then performed with a 23mm z-med balloon and a 24mm true balloon. The pvl was reduced to 1-2+ and the cai increased to moderate-severe. A second 23mm sapien valve was then deployed ½ stent cell more ventricular. The final result was 1-2+ pvl and no cai. The patient remained stable throughout the procedure and was extubated and transferred to the intensive care unit (ICU). The native aortic annular diameter was 22.5mm by tee and 19.8mmx25.0mm (area 400-416) by CT. The native aortic valve and root were moderately calcified. The patient¿s ejection fraction (ef) was 60%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the pvl was in the area of calcium burden and may have been related to possible valve undersizing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed. However, a combination of patient (calcium burden in area of pvl, moderate native valve and root calcification, elliptical shape of the native annulus [19.8mmx25.0mm by CT]) and procedural (possible valve under sizing) factors may have contributed to the event. The cai was likely caused by over dilation of the valve during post dilation to treat the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.